Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Low lead impedance was noted due to suspected insulation breach. On (B)(6) 2017, the lead was capped and replaced with no complications.